Event description:
Report received from united states indicating that device had an "oil leak." It is known the device was not used in surgery. It is known there was no injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.